Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that biomaterial was found around the impeller and in the purge gap, the pump was run and high purge pressure and motor current were reproduced. The pump was run in tergazyme and the purge pressure and motor current reduced as a result. The data logs were returned and a spike in motor current can be seen immediately followed by increase in purge pressure and an elevated motor current. The root cause of the high motor current and purge pressure was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, after coronary artery bypass grafting (CABG) the impella cp experienced sudden high motor current and high purge pressure. This prompted the team to remove and replace the pump prior to a pump stop.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.